Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be use related. The product returned for evaluation was one assembled 4 fr single lumen groshong nxt catheter with approximately 1.8 cm of the catheter protruding from the strain relief. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed about 1.5 cm distal to the strain relief of the connector. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. The short time frame between the insertion date and the date of discovery suggests this damage likely occurred during insertion. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that the patient had an intact PICC inserted on (B)(6) 2019. During catheter maintenance on (B)(6) 2019, fluid leakage was found 1cm away from the puncture site.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn0678 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had an intact PICC inserted on (B)(6) 2019. During catheter maintenance on (B)(6) 2019, fluid leakage was found 1cm away from the puncture site.